Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. The customer stated that they were not able to removed battery cap or insulin pump had completed blank display. Customer did troubleshooting for blank display and computer restarted. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm or blank display noted during testing. No cosmetic damage found on the case.